Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:evaluation revealed that the battery cap was stuck to the pump and difficult to remove. The battery cap contact height was found to be out of the required specifications. The pump functioned in accordance with normal operation; there were no defects found to the returned pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not able to be removed. It was noted that the battery cap was not able to be tightened or loosened because it would just continuously spin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.